Event description:
It was reported by service report that the foot end hi/low motor on gobed will not go up or down. It is unk if there was pt involvement, however, no adverse consequences are reported.